Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: during the procedure. It was reported that during a right common carotid artery stenting procedure, after stent placement and post balloon dilatation, the pt became hypotensive. A dopamine drip was started. Two days postprocedure, the dopamine was discontinued and midodrine was started. Three days postprocedure, the pt was discharged to home on midodrine. Although requested, there is not additional information available. Choice study event.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Hypotension is a known potential adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.